Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the device was taken from the instrument-case and it was defect. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update avoe 07-apr-2025. It was confirmed that the device broke when it was used in the patient. The device was inserted and when it was removed with the same clamp, the bar broke. Update avoe 10-apr-2025. It was further reported that during the inverse prosthesis surgery the bar of the device didn`t break off completely and therefore no fragments had to be retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed based on the attached photo, which shows that the univer revers has been damaged/broken. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear resulting from repeated insertion and/or removal of the device, as well as extended use in the field. Manufacturing date 2022.